Manufacturer narrative:
H6: investigation summary as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided.

Event description:
It was reported while using bd discardit ii 2-piece syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: westpfalz kibo has just complained that the syringes are leaking, liquid leaks from the side.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd discardit ii 2-piece syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: westpfalz kibo has just complained that the syringes are leaking, liquid leaks from the side.